Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits erased red octagonal sign. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. Additional information: the probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure it was noted that the fiber tip broke at the beginning of use with 26,500 joules and 9:11 minutes of use. The fiber tip was cleaned during the procedure. Additionally it was reported that there was no physical break or detachment that occurred. The procedure was completed without clinical consequences for the patient utilizing a second fiber.